Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer exposed the insulin pump to water when she fell into the pool. Customer stated that her pump got wet and she took the battery out. Customer stated that the pump got wet and she took the battery out. Customer also stated that then the pump started counting down, and there was also fluid underneath the lcd screen. The customer's blood glucose level was 205 mg/dl. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer reported that there was a constant tone occurring. Insulin pump will be replaced. No additional info provided.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. No constant audible alarms noted. Insulin pump received with cracked case at display window corners.